Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported). Device details has been corrected to ba400 abutment 8mm. This report is submitted on january 06, 2021.

Manufacturer narrative:
This report is submitted on nov 8, 2021.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (treatment for the infection unknown). The implant remains in-situ. Further information is being sought from the clinic.